Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues loading the cartridge on the pump. There was no impact to the customer's blood glucose level due to this reported issue. Reportedly, customer loaded a new cartridge to resolve the issue.